Event description:
The customer contacted baxter's technical service center regarding air in the set. The baxter technical service representative reviewed possible causes with the nurse (rn). The home patient has no initial drain. The rn would call the home patient tonight prior to the home patient connecting. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required.

Manufacturer narrative:
(B)(4). The analysis found that the long60a device was received in good visual condition and with a white cartridge reload present. The cartridge was received fully loaded with staples. The device was tested for functionality in the straight and articulated positions with the returned and a test cartridge reloads and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Event description:
It was reported that during a lap gastric bypass procedure the surgeon had fired the device for the third firing with a white reload and the staples were malformed and the staple line was not complete. When the surgeon observed the stapled line some of the staples had fallen into to the patient which he removed. They documented that they had cleaned the device after each use prior to installing a new reload. They completed the procedure with a new like device. There was no patient consequence reported.(B)(6).

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information anticipated, but unavailable at this time.